Manufacturer narrative:
D9 - date returned to mfg: 9/12/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review; the customer problem was not duplicated. The pump was in used condition, and a review of the ehl found no abnormal events. The accuracy failure was not duplicated as the representative performed three accuracy tests with deviations within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended, the manufacturer representative replaced the air detector.

Manufacturer narrative:
B3 - date of event unknown. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test. There was no patient involvement, and no harm was reported.